Manufacturer narrative:
Final analysis despite extensive testing found normal device characteristics. The rf module could not be tested due to damage sustained prior to testing. The implant duration exceeded the device projected longevity.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition before and post surgery. No additional information was reported.